Manufacturer narrative:
B5. Updated with additional information received. A separate report is submitted regarding the solitaire stent retriever used in the same case with rr #: 2029214-2022-00336. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported site determined the event as possibly related to the patient disease under study or an underlying disease/condition. Medtronic study sponsor assessment determined the event was possibly related to the procedure. No additional treatment was required. The event was not life-threatening and did not result in prolonged hospitalization of the patient. Mrs was 4 at 90 days post-operative.

Event description:
Medtronic received information reporting that patient underwent thrombectomy with a solitaire, react-68 catheter, and a non-medtronic device to treat ischemic stroke in the left internal carotid artery (ica) below the carotid t, on (B)(6) 2021. There was no reported device problem. Baseline nihss was 25 and tici was 0. Post-procedure tici 2c was achieved after 6 total passes were made with the combined devices; nihss was 18 and mrs was 4. IV tissue plasminogen activator (tpa) was not contraindicated. Computed tomography (cct) on (B)(6) 2021 showed inhomogeneous hypodense infarction demarcation with associated parenchymal edema throughout the entire left front temporoparietal anterior and middle cerebral artery areas, with status post carotid-t occlusion. Follow-up CT on (B)(6) 2021 showed increasing infarction demarcation in the left anterior and medium cerebral artery area with hemorrhagic transformation ph-1 as well as swelling of the brain with space-occupying effect and subfalcine herniation to the right. There were no related patient symptoms reported. No additional treatment was described.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.